Manufacturer narrative:
Complained product will not be not available.

Event description:
Precision clean refills...coming out of toothbrush...in mouth - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b precision clean refills kept coming out of the oral-b toothbrush in their mouth. No injury was reported.